Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the 3 month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted antibiotic therapy. Per the pdrn, the events were unrelated to the use of any fresenius device or product, as the cause was attributed to the presence of an abdominal abscess. Staphylococcus aureus is commonly found in mucous membranes and the skin of humans. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product or device deficiency or malfunction caused or contributed to the serious adverse events.

Event description:
On (B)(6) 2022, it was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized with peritonitis. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 6,532 u/l, polymorphs = 96%) were collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) ceftazidime 1000 mg daily and ip cefazolin 1000 mg daily, until the culture results returned positive for methicillin resistant staphylococcus aureus (mrsa) on (B)(6) 2022. The patient¿s antibiotics were both discontinued and was started on ip vancomycin 1500 mg every other day. The pdrn reported the patient was hospitalized on (B)(6) 2022, after an abscess was discovered in the patient¿s abdomen by the patient¿s primary care physician (details unknown). Once hospitalized, it was discovered the abscess was cause of the patient¿s peritonitis and the patient¿s pd catheter (not a fresenius product) was surgically removed. The patient was transitioned to hemodialysis (hd) for rrt and currently remains hospitalized. The patient is expected to be discharged this week and will begin outpatient hd therapy for rrt. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. A repeat cell count performed on (B)(6) 2022 revealed the wbc count dropped to 6 u/l.